Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, dyspnea and stenosis are listed in the xience sierra, everolimus eluting coronary stent system, electronic instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The stent remains in the patient.

Event description:
It was reported that on (B)(6) 2018 the patient underwent coronary intervention with the 2.5x15 mm xience sierra stent implanted in the proximal left anterior descending coronary artery. On (B)(6) 2019 the patient had sub-sternal chest pain and shortness of breath. Coronary angiogram found in-stent restenosis in the lad stent. Revascularization was performed percutaneously. The condition resolved on (B)(6) 2019. No additional information was provided.